Event description:
During a supraventricular tachycardia procedure, the catheter was positioned in the corresponding heart area without difficulty. At the time of withdrawal, a fracture was noted on the catheter. The device was exchanged, and the procedure was completed with no adverse patient consequences.

Event description:
During a procedure, the catheter was positioned in the corresponding heart area without difficulty. At the time of withdrawal, a fracture was noted on the catheter.

Manufacturer narrative:
Additional information: d4, d9, g1, g3, h2, h3, h6, h11. One quadripolar, inquiry steerable diagnostic catheter was received for evaluation. A bend in the catheter shaft was noted at 3.0¿ proximal to the distal tip. The catheter shaft was also noted to be twisted. No fractures were noted or exposed components were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend and twisted catheter shaft remains unknown.